Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400's (mg/dl). Customer administered multiple injections to address bg level. Customer alleged pump was the suspected cause of bg level. Although requested, the customer declined troubleshooting.